Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the connector end of partial lead measuring 13.0cm cm was returned for analysis in one piece. Lead insulation degradation at 6.5cm and 8.0cm from the connector pin. Surface cracking was noted in these locations.

Event description:
This report is to advise of an event observed during analysis.